Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 08/01/2022 by a arthrex employee via email that an ar-2323kbcc suture anchor tip popped off. This was discovered during a case with no patient harm.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the eyelet was broken. The method used to prepare the bone as well as the bone quality encountered were not provided. The cause of this remains undetermined.